Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 12/26/2017. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification showed the lens returned was cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residues of lubricant material were also observed on lens pieces which indicated that the unit was handled and prepared for surgical use. The complaint could not be verified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search of the complaint database was performed on january 02, 2018 and revealed no additional investigation request for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
If implanted, give date: unknown if the lens was implanted or was inserted and removed. If explanted, give date: not applicable, as it is unknown if the lens was implanted or was inserted and removed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a za9003 22.5 diopter intraocular lens (iol) tore/broke while inserting into the patient's operative eye. There was no patient injury or complications. No additional information was provided.